Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. The ipc 100 was replaced to eliminate future intermittent errors. The system was tested, found to operate as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 7800 fluoroscopy system would intermittently display defective ccd camera error message.